Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the client found valvular malfunction during the use of the catheter. No other information was provided.

Event description:
It was reported by the client found valvular malfunction during the use of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The complaint of a malfunctioning valve is inconclusive due to the state of the returned sample. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a groshong being flushed with a clear liquid. It was observed in the video that a clear liquid was infusing through the valve at the distal end of the groshong catheter. Due to the fact of the syringe was out of frame of the video, any alleged malfunction of the valve could not be confirmed. No damage could be seen on the sample in the returned video. Inspection of the returned video was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.